Event description:
It was reported that restenosis occurred less than one year post index procedure. On (B)(6) 2023, the initial procedure occurred to treat the patient with peripheral vascular disease and significant claudication. During the procedure, right femoral angiography, selective left lower extremity angiography, atherectomy, and drug-coated balloon angioplasty of the left superficial femoral artery (sfa) were performed. Pre-procedure stenosis of the left sfa was 99%, with a heavily calcified mid segment as well as 90% stenosis in a previously placed stent in the mid distal sfa. Atherectomy was performed using a non-boston scientific device, followed by angioplasty with a 6 mm x 80 mm ranger drug-coated balloon at 17 atm for 3 minutes, reducing stenosis from 99% to 25%. The procedure was completed without complications, and the access site was closed with an angio-seal. On (B)(6) 2024, due to restenosis of the treated segment, the patient underwent a second intervention consisting of right femoral angiography, selective left lower extremity angiography, atherectomy, and repeat balloon angioplasty. After accessing the right common femoral artery retrogradely with a 7-fr contralateral sheath, angiography confirmed 99% restenosis in the sfa. Atherectomy was again performed using a non-boston scientific device, followed by angioplasty with a 6 mm x 80 mm ranger drug-coated balloon at 12 atm for 3 minutes and additional dilation with a 7 mm x 60 mm balloon at 14 atm. Post procedure, residual stenosis was reduced to 10%. The procedure was well tolerated, with no complications, and the access site was closed with an angio-seal. The patient left the cath lab in stable hemodynamic condition with palpable foot pulses.